Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of service history, and a review of product labeling. The customer replaced the sample probe and dry tip as the dry tip was dirty, and the replacement resolved the issue. A review of the service history shows no additional tickets associated with discrepant/erratic patient results. Review of the architect system product monitoring did not identify any similar issues or trends. A review of historical data for the replacement part revealed no trends, systemic issues, or related nonconformances. Return not available. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information no product deficiency was not identified for either the architect c4000 processing module, serial number (B)(6), or the dry tip.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for two patients. The following data was provided (reference range 1.5-3.0 mg/dl): sid (B)(6) initial result 6.2 mg/dl, repeat results 2.0 / 2.0 mg/dl, sid (B)(6) initial result 6.5 mg/dl, repeat results 2.2 / 2.3 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.